Event description:
It was reported that the programmer would not power up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis found that the power supply was out of specification, confirming the reported event. It was also noted that the system fan was noisy, also, the connector was half disconnected from the device, and the power cord door was damaged. Product ID: 2067 radiofrequency head; product ID: 229047 analyzer.